Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy would not cut. Its is unknown if the probe was aspirating at the time of the event. Additional information and product sample have been requested for evaluation.

Manufacturer narrative:
No probe sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer's complaint issue cannot be determined. (B)(4).